Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump suddenly alarmed motor error, and then he tried to bolus and received a motor error alarm again. The customer also reported receiving a motion sensor test failure and motor position encoded error alarm. The customer was currently disconnected from the insulin pump and treating with manual injections. The drive support cap is recessed. Customer mentioned he has a magnetic money clip in his wallet. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery, and another error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No other alarms noted. The pump also had minor scratches on the lcd window, a broken reservoir tube lip, and cracked battery tube threads.